Event description:
It was reported that the ilet pump displayed an unable to proceed condition during fill tubing with no on-screen alarms, and when rewinding it produced a grinding sound, consistent with an occlusion-related failure and a complete blockage associated with the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem was identified, and the event aligned with a medical device problem of complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.